Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called receiving while receiving a make sure heater bag is on heater tray message during fill 1. The patient also stated that he was receiving an air detected in cassette message during treatment. The patient stated that when he received the warning he cancelled treatment. The patient stated that when he removed the cassette there was a hole in the cassette lining where the solution was leaking out from. The cycler was replaced and the tubing set was discarded. Follow up information was received from the patient's nurse which confirmed that there was no patient injury related to the leak.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called receiving while receiving a make sure heater bag is on heater tray message during fill 1. The patient also stated that he was receiving an air detected in cassette message during treatment. The patient stated that when he received the warning he cancelled treatment. The patient stated that when he removed the cassette there was a hole in the cassette lining where the solution was leaking out from. The cycler was replaced and the tubing set was discarded. Follow up information was received from the patient's nurse which confirmed that there was no patient injury related to the leak.